Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment. Attempts at air recovery were unsuccessful. Rinseback was not performed due to the amount of air in the circuit, resulting in an estimated blood loss of 230 cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to air in the cartridge. The disposable cartridge was not available for eval. The exact cause of the venous air alarm is not known, but is unlikely cartridge related since it occurred in the middle of the treatment. The user's guide provides adequate instructions for troubleshooting air alarms and manual air recovery. No similar problems were reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.